Event description:
It was reported that the collet would not hold a pin. The condition of the device was discovered during testing, prior to the procedure. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the investigation details, there was a build up of debris in the collet. This condition could lead to the collet not holding the pin.